Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional critical information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4)

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) procedure with a smart touch unidirectional catheter. Initially after half an hour of the procedure, the physician noticed that he could no longer deflect the catheter. He felt that the catheter snapped while being deflected. After replacement of the catheter, the procedure was successfully completed without any patient consequence. Since the catheter was unable to deflect, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. Therefore, this issue was assessed as not reportable. The biosense webster failure analysis discovered during visual inspection of the returned catheter on january 13, 2016 that the shaft was cut approximately 108 cm from the handle. Internal parts were exposed and visualized. The shaft was bent approximately 18 cm from the handle. Internal parts were exposed and visualized. Multiple attempts have been made to obtain clarification to this returned catheter condition. However, no further information has been made available. Since internal parts are exposed, the integrity of the device was compromised. Risk to the patient was critical due to the potential of thrombus from exposure of the internal catheter. Therefore, this issue has been assessed as a reportable malfunction. The awareness date was reset to january 13, 2016.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a pulmonary vein isolation (pvi) procedure with a smart touch unidirectional catheter. Initially after half an hour of the procedure, the physician noticed that he could no longer deflect the catheter. He felt that the catheter snapped while being deflected. After replacement of the catheter, the procedure was successfully completed without any patient consequence. Upon receipt, the device was visually inspected and shaft was found bent and broken with internal parts exposed. This condition was not mentioned on the original complaint reported and further information received indicates that the visual conditions were not noticed during the procedure or prior to sending the catheter back. Catheter damage might have occurred while returning the catheter for analysis to biosense webster. An internal corrective action has been opened to investigate the thermocool smart touch broken shaft issue. Due to the exposed parts, an electrical test was performed and the catheter passed. Therefore, we can conclude that all the electrical wires were perfectly insulated. During manufacturing all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The catheter was tested for deflection and the catheter failed. Afterwards, an x-ray of the catheter was taken and it was noticed that the t bar slid down from its place. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a deflection issue has been verified. Internal corrective actions have been opened to investigate the t bar issue and also the thermocool smart touch broken shaft issue.

Manufacturer narrative:
Additional information was received on february 1, 2016 on the returned catheter condition. There was no resistance or difficulty during insertion or removal of the catheter. The catheter was not pre-shaped. It was confirmed that there was no patient consequence. This catheter condition had not been noticed when they sent this product to the bwi failure analysis lab. The 8.5f slo sheath was used. Manufacturer's ref. No: (B)(4).